Event description:
It was reported the patient had stimulation, but the charger was taking longer than six hours to charge the ipg. A replacement charger was sent to the patient. Follow up identified the patient was still having issues charging. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.